Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported that the patient needed the endotracheal tube exchanged due to a cuff leak. When the tube was removed it was noted to have a hole in it.